Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009. During the procedure, it was very difficult to remove the sheath from the obturator. The surgeon pulled hard on the sheath and was able to remove the sheath. There was a rip in the sheath at the end where the surgeon cut the mesh. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.